Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information was included. Additional patient details are not available. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that multiple patient results were identified as incorrect which were reported out of the laboratory. The customer noticed that thermistor tubing was sheared off from a fitting. When this tubing was replaced, the issue was resolved. The customer retested all patient samples and amended reports were issued. All significantly different results were telephoned and emails sent to all requesting physicians advising them of the incident. The customer is not aware of any patient which has been treated based on an incorrect result. No adverse impact to patient management was reported. The following data was provided: sid (B)(6) : tsh initial 3.52, repeat 6.29 miu/ml. Sid (B)(6): tsh initial 4.10, repeat 7.53 miu/ml. Tsh normal range is 0.35 - 4.94 miu/ml. Sid (B)(6): cea initial <0.50, repeat 1.09 ng/ml. Sid (B)(6): cea initial <0.50, repeat 1.60 ng/ml. Cea normal range is 0 - 5.0 ng/ml.